Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: nurse was trying to flush a peripheral IV line (22 gauge IV) today. This was the first flush. It flushed great for the first 2ml or so, then it was like pressing against a brick wall. I got another syringe and the second one worked just fine. I attempted to squirt out the remainder of ns from the first syringe in the sink, but the plunger would not budge.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-01 h6: investigation summary it was reported by the health professional the plunger would not budge. To aid in the investigation, one sample with no packaging flow wrap and one photo were provided for evaluation by our quality team. The stopper on the sample is at 4.5ml. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. The photo provided shows two syringes. One has the plunger rod all the way down and the other is the sample received. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot 1056479. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: nurse was trying to flush a peripheral IV line (22 gauge IV) today. This was the first flush. It flushed great for the first 2ml or so, then it was like pressing against a brick wall. I got another syringe and the second one worked just fine. I attempted to squirt out the remainder of ns from the first syringe in the sink, but the plunger would not budge.